Event description:
The customer reported that while the unit was in use on a pt, the unit's screen intermittently changed to a solid orange or went blank; the unit continued pumping. The pt was switched to another unit and therapy was initiated. No pt injury was reported.